Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
It was noted the patient died approximately 9.5 months following device system implant. The cause of death has been requested and not received. Follow up with clinic reported they have no information on the cause of death. Patient last seen in their clinic five months prior to death, at which time patient was complaining of swelling in ankles and shortness of breath. Not having chest pain. No information on pacemaker dependency. Patient left their clinic after that visit as lived more than one hour away and becoming too hard to travel that far and they have no information as to who the patient was seeing after that.

Event description:
An allegation from an attorney indicated the patient is deceased.

Event description:
Asku